Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the venflon pro safety 18ga 1.3mm od 32mm l has been found experiencing leakage during use. The following has been provided by the initial reporter: 22g cannula inserted in radiology. Infusing omnipaque 300 at 2/3mls per second. Contrast came through the top port. Top port had not been access previously. The department had also reported this issue with both 20g and 18g but did not report or retain samples. This is to reflect mentioned issue with 18g device. Complaint 3 of 3.